Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reported event of pull wire broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 1.5 cm size stone. However, pull wire broke near the handle leaving the stone trapped inside the basket. A sohendra device was used to facilitate the crushing of the stone, but the pull wire of the trapezoid basket broke once more. Hence, patient was sent to surgery to remove the basket and the stone. There were no patient complications reported as a result of this event. The patient's condition after surgery was reported to be "fine."